Event description:
Complainant alleged that during biomed testing the device was unable to increase the energy selection. Complainant indicated that there was no pt involvement in the reported malfunction.